Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on the modular core analyzer. The patient's initial hcgb result was 0.109 mui/ml and it was reported outside the laboratory. The customer was complaining about this result. On (B)(6) 2012, the patient's sample was retested on another e-module and the result was 296.00 mui/ml. The sample was then tested on the initial analyzer and the result was 284.00 mui/ml. The customer provided data for another result of 297.8 mui/ml. It is unclear if this result is from the same patient and sample. Clarification has been requested. There were no adverse events. The hcgb reagent lot number was 164948 and the expiration date was not provided. The application specialist determined the customer was not performing the wash station maintenance correctly and the sipper pre-clean was twisted and not adjusted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. The calibration data was within expectations and the quality control results were within the customer's specific range. There were no issues evident with reagent performance. It was noted the customer was not using the recommended rack adapters.